Event description:
Our son's tandem tslim x2 insulin pump alarmed at 10 pm on (B)(6) 2024. The alarm stated that he needed to change the tubing, which he did. The pump then never dispensed either his basal insulin that next day or the bolus of insulin that he programmed into the pump at 7 pm that next evening. His blood sugar rose to very high levels while he was at a party. Our son's pump since day one of his passing has been stating that it has 0 units of insulin in it. However we were able to syringe over 50 units of insulin out of it. Tandem claims that they have either lost our sons pump report information or have given us false reports with no data on them. Though the pump does have data when we look at it manually.